Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer's representative (rep) they were experiencing pain at the implant site near the spine during normal use. The doctor palpated the device and decided to move the device to a better location which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.